Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2018-01325 and 2134265-2018-01559. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and pullback sled to view the target lesion. During the procedure, the imaging catheter was recognized, however, imaging could not be performed since the motordrive failed to move and the image was not displayed. The system was rebooted and the issue was resolved. No patient complications were reported.